Manufacturer narrative:
Pump passed the functional tests, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Successfully utilized thump to download history files and trace files. No pump error 63 alerted during testing or found in the history or trace files on the event date of (B)(6) 2025 or seven days prior. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, battery tube threads cracked and cracked case-corner of belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 63 (hardware low level failures). The event involved product(s) mmt-396a, mmt-332a, mmt-1884l, mmt-7040a. Troubleshooting was declined by the customer for high blood glucose event. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and complete the insulin pump rewind and the insulin pump passed self-test. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.